Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer was laying on the floor when alarm was received. Customer's blood glucose was 162 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms or unexpected audio beep alarms noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.